Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. At this time, the reported event was not duplicated and no specific component has been isolated for a root cause investigation due to no failure or malfunctions being detected.

Event description:
The customer reported while in use this avea ventilator displayed active ventilation but on observation the ventilator failed to cycle a breath. The patient was switched to another ventilator and no patient harm or injury reported.